Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image found labelling confirming the product identification information. The device has been deployed, and there is debris on the device. The prongs on the distal end of the shaft appear to be slightly bent. No signs of damage can be seen on the anchor. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed, and there is debris on the device. The prongs on the distal tip of the inserter are bent. There are no signs of physical damage on the anchor. A functional evaluation could not be performed due to the condition in which the device was received. No relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was also reported that an additional bone hole was required to complete the procedure and the impact to the patient is expected to be minimal. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a mpfl reconstruction surgery, the twinfix anchor pulled out after being implanted. The procedure was successfully completed without delay using a back-up device in an additional drilled bone hole. No further complications were reported.